Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID: 8711, lot#: j10878r52, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 17-sep-2016, UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(4), ubd: 02-aug-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml) and bupivacaine (20 mg/ml) via an implanted pump. It was reported that a catheter replacement was scheduled for (B)(6) 2022. The plan was to change the pump medication to morphine (10 mg/ml) at that time and reduce the dose to 1.0 mg/day. No additional information was available at the time of the report. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide at this time regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2015, product type catheter. Product ID 8711, lot# j10878r52, implanted: (B)(6) 2001, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-apr-22, additional information was received from the manufacturer representative (rep). The rep reported the patient had a pump and catheter replacement on the date of the call. The rep stated that the pump replacement was due to replacement routine end of life pump and the catheter was sliced at the proximal/pump end so they replaced the catheter, too. An email was received that reported the "catheter was severed proximal the pump, not severed in case, prior to." The cause of the issue was not determined. The onset of the issue was not known. It was not known if the patient experienced any symptoms related to the issue. The catheter portion was thrown away. The information was confirmed with the account/physician.